Manufacturer narrative:
The investigation found that the auger broke near proximal end of the device. The most probable cause was identified as a bent or broken sugar produced by a bent or curved cannula, induced during the procedure. This causes friction and vibration between the cannula and auger, consequently, the friction between the cannula and auger heats up the probe material and eventually causes the auger breakage. Therefore, the broken auger claimed condition was confirmed. The instructions for use provided with the product contained the following warnings: never bend or straighten the preferred introducer cannula. Failure to comply may result in pt injury; and: do not apply excessive force to the probe in any direction during the procedure to avoid damaging anatomical structures or breaking the device. Failure to comply may result in pt injury.

Event description:
During the second pass of a cervical discectomy procedure, approximately 1.0 cm of the auger shaft broke and remained in the pt. Back up equipment was not available. A second procedure occurred 3 days later to remove the needle that remained in the pt. Antibiotics were prescribed. The second procedure was also a completion of the original discectomy procedure.